Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sharp damage on the trocar balloon protective sheath. Functional testing found that the lock collar moving up and down the cannula smoothly and securely locked in place. Also, the flapper valve opened and closed properly when actuated. The obturator was inserted and removed without restriction into the trocar and cannula. It was reported that a component disengaged from the device into the surgical cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion of trocar into the patient's abdomen on a bilateral inguinal hernia, a piece of the device broke off. The piece of the trocar that broke off was entirely removed from the patient cavity without incident. No patient injury.